Event description:
Rn attempted to flush PICC line after IV medication administration, noted leakage at site; tightened hub, leaking continued with flush. Rn removed dressing to inspect site and found hub and connector disengaged from line. No portion of the PICC line was visible. Pt taken to or for venotomy and removal of line, which had migrated approx 8-10cm from insertion site.